Event description:
Dr. Called and stated: I got a drop of gluma desensitizer (single dose) in my patients eye. I rinsed the eye out. The patient states, that she has a film over her eye. What should I do? Dr. Called back. This is what happened; single dose applicator removed from outer packaging and placed on patient's chest by his assistant. Dr grabbed the single dose applicator and pushed it in inward, and gluma squirted out and hit patient's eye. She was not wearing any glasses. They took her to the eye station for thorough irrigation. She had some irritation in her eye, and blurriness, but it cleared up on its own within approximately 8 hours. No medication was taken, no doctor visit. Dr using gluma for many years and said this was a freak accident. He still loves the product. Ap followup.